Manufacturer narrative:
Additional information: section h imdrf annex c. Correction: section d unique identifier (UDI). Part analysis: the report of the pyxis medstation es aux (aux drawer 2.2 pkt e1 failure) was confirmed during field service engineer (fse) testing. According to work order (B)(4), the field service engineer (fse) reported that half-height drawer 2.2 of the auxiliary station had failed, specifically cubie e1, which was deemed unrecoverable. The drawer appeared mostly empty, indicating frequent failures and prior unloading by the customer. The station was powered off, the retractor band was replaced, and diagnostic testing confirmed proper feed functionality with no further issues. During dchu visual inspection confirms, one (1) used assy retractor band dwr hh (half height drawer) cubie (p/n 353844-01) was received with black marks, no signs of physical damage, fluid ingress or other anomalies. Dchu internal procedures were applied to verify electrical continuity across all the copper strands on retractor band; as a result, no anomalies or product intermittence were detected. The hardware test application (hta) confirmed that the retractor band (p/n 353844-01) all diagnostic tests were completed successfully, however black marks were observed during external inspection friction between drawer components can cause wear to the flat flex cable leading to potential failures such as devices not detected on bus. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue is related to the friction between internal drawer components caused wear on the flat flex cable, leading to potential damage of its conductors. This damage can result in intermittent connectivity issues, such as devices not being recognized on the bus as customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.2 pocket e1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. As per part investigation, it was determined that the friction between internal drawer components caused wear on the flat flex cable, leading to potential damage of its conductors. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the half height drawer 2.2 of auxiliary has failed cubie e1 was failed. A field service engineer (fse) powered station off and replaced retractor band and tested in diagnostics. Proactive inspection was performed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.2 pocket e1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.2 pocket e1 had failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.